Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent down arrow button due to flatten dome switch (creased). The device also was received with cracked case at display window corner and minor scratched lcd window.

Event description:
It was reported that the down arrow button on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.